Event description:
A diabetes educator called to report the customer was sent to emergency for an insulin reaction. It was stated that the customer's family member woke up and noticed that the customer was pressing the buttons and complaining that their pump was not working. The customer then fell unconscious. Pt was taken immediately to the hosp. The bolus history showed there were two boluses during the night. The family member stated that pt was sleepwalking or in a dream state when they were pressing the buttons. Troubleshooting was refused at that time. Low bgs were treated with an IV drip. During a followup call troubleshooting was performed. Pump tested ok. Additionally, customer acknowledged that pt did remember waking up and manually bolusing. Pt believed that they may not have been fully conscious of what pt was doing. Overbolused with 5.0u when bgs were 89. The history parameters were reviewed during the call and pt did recall customer gave themselves during the night prior to the hospitalization.